Manufacturer narrative:
Customer contacted for a refund/ replacement through amazon, but no response was provided.

Event description:
User tested positive for 10+ days, but when tested with other brands they tested negative. Tried testing again with fastep and again, positive result.